Event description:
This case was reported by a consumer's family member and described the occurrence of asystole in a pt who used polident overnight denture cleanser tablets for dental cleaning. The consumer called with a product question. A physician or other health care professional has not verified this report. On an unknown date, the pt started using polident denture cleanser tablets (dental). Some time in 2003, the pt experienced leg infection and swelling. The pt was treated with antibiotics (nos) and other medications (nos) from visiting nurses. The infection continued to progress up their leg and the pt also experienced asystole. Family member reported that the pt's "heart gave out" and family member died in 2003. Treatment with polident was continued up until the time of their death. The cause of death is unknown and no autopsy was peformed. The reporter refused to provide additional information.